Event description:
It was reported that patient underwent an unknown surgical procedure on (B)(6) 2014 and suture was used. When the suture was inserted into the needle holder it disassembled. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.